Manufacturer narrative:
Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin compact system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the arterial pump of the sorin compact system stopped during a procedure and the display showed different error codes. The case was completed using the hand crank. There was no patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the arterial pump of the sorin compact system stopped during a procedure and the display showed different error codes. The case was completed using the hand crank. There was no patient injury.